Event description:
This lead was implanted on (B)(6) 2013. And was explanted on (B)(6) 2013. A call to technical services placed on (B)(6) 2013, states that the entire system was removed, due to pocket infection. Patient is not pacer dependent. And was able to tolerate the procedure. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).